Event description:
It was reported that the zimmer air dermatome handpiece was initially sent in for preventative maintenance. It was later discovered that the device was involved in a pt injury where the device did not give a smooth cut. A rep from the hosp reported that the device injured a pt. She reported that there was user error during the surgery and that the doctor did not use enough mineral oil, which resulted in a non-smooth cut. The device was sent in for preventative maintenance inadvertently without alleging a deficiency. The device was repaired and sent back to the hosp. Two weeks after the device was repaired and sent back, zimmer was made aware of this event.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 01/30/2007 and was last repaired on 05/21/2013 for preventative maintenance. Eval revealed the device to be outside calibration specifications only at the zero thickness setting; cutting is not performed at the zero thickness. No other issues were noted. Repair of the device included replacement of the 1" and 4" width plates, and standard repair parts. The reported event was not reproduced during testing. Customer stated during clinical f/u that "there was user error during the surgery and that the doctor did not use enough mineral oil, which resulted in a non-smith cut." Known info and investigational findings support the cause of the customer's reported event to most likely be incorrect user technique. The device was service and returned to the customer.